Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) due to t-wave oversensing. The t-wave oversensing occurred with a change in morphology of the ventricular signal. There were good lead measurements. There were no adverse patient effects reported and this device remains in-service. No further information is available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) due to t-wave oversensing. The t-wave oversensing occurred with a change in morphology of the ventricular signal. There were good lead measurements. There were no adverse patient effects reported and this device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) due to t-wave oversensing. The t-wave oversensing occurred with a change in morphology of the ventricular signal. There were good lead measurements. There were no adverse patient effects reported and this device remains in-service. No further information is available. Additional information was provided, it was reported that the physician is wanting advice on device programming. The patient has had an increase variation in r-wave size, which has led to inappropriate rythmiq mode switches and with the small r-wave. Local boston scientific representative suggested increasing duration across the board in the therapy zones and bringing the vf zone lower, but the physician would like boston scientific technical services opinion. Technical services reviewed the available data and observed the r-wave drop. There were rythmiq episodes in the arrhythmia logbook showing under-sensing of the presented low r-wave. Recommendations to consider using onset/stability as a discriminator. Second consideration would be to program a somewhat longer duration in the vt zone, depending on the patients condition to allow that. No adverse patient effects were reported. This device remains in-service.